Manufacturer narrative:
The customer reported intermittent 12-lead ECG signal loss. The philips customer repair center confirmed the failure. The failure was resolved by replacing the leads ECG trunk cable.

Event description:
The customer reported intermittent 12-lead ECG signal loss.